Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message "system error, out of service, revert to manual CPR" was confirmed upon powering up device. The defective processor board needs to be replaced to remedy the fault. No physical damage was noted during visual inspection. Review of the archive showed (latch error 136 - internal parameter corrupted), thus confirming the reported complaint. The platform failed the initial functional testing due to the error message "system error, out of service, revert to manual CPR" displayed upon powering on the device. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse sn (B)(4). The autopulse platform is a reusable device and was manufactured in 2013. The platform passed all final testing criteria. The customer has denied the repair/service of the autopulse. The device was returned back to the customer in "as is" condition and the platform was marked "not for human use".

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "system error , out of service , revert to manual CPR " error message. No patient involvement.